Event description:
Per the clinic, the patient experienced skin breakdown at the implant site. Subsequently, the patient was placed under general anaesthesia on (B)(6) 2025, in order to underwent a skin flap revision surgery. During the procedure, a complex rotation flap with resection of diseased tissue around the implant was performed. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.